Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 10/02/2019, the customer indicated that the main issue with the pump was the burning rubber smell coming from the pump. The customer also indicated that the replacement pump was working without issue. In follow up with the customer on (B)(6) 2019, the customer indicated that her mastitis was resolved. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 10/07/2018 and it passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction and burning odor could not be confirmed. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her freestyle breast pump had low suction and she could smell a burning odor coming from the pump. She additionally alleged that she had mastitis, for which she was being treated.